Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign matter was identified as black silicon rubber. It is possible the material came from the packing material of internal components. A definitive root cause was not established at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU): ¿chapter 5 ¿reprocessing the endoscope (and related reprocessing accessories)¿ section 5.5 ¿manually cleaning the endoscope and accessories¿ and chapter 8 ¿storage and disposal¿, then inspect that debris is removed, especially on the opening section of the air/water nozzle and the surface of the objective lens. If any debris remains, clean the endoscope until no debris is observed.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that when the water supply button was pressed for 2-3 seconds, water came out to the hand side (upper side) of the endoscope. The lens surface was also hit. The customer confirmed that the water did not flow backward in the channel, but water from the tip of the insertion unit climbed up the outer wall of the insertion unit in the direction of the actuator. The reported issue was observed while preparing the subject device, prior to an unspecified procedure. The intended procedure was completed using the same device. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that a black silicone rubber like foreign material came out from the air/water channel. This report is being submitted for the malfunction found during device evaluation (foreign material in air/water channel).

Manufacturer narrative:
During device evaluation, the reported issue (when the water supply button is pressed for 2-3 seconds, water comes out to the proximal side of the endoscope) was confirmed. Additional details have been requested regarding the reported issue. At this time, no additional information has been provided. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.